Manufacturer narrative:
The reported bur involved with this event was returned for evaluation and the reported failure of bur breakage was confirmed. The device was sent to the product engineering group who concluded that on inspection of the bur, damage consistent with metal contact was observed. Further witness marks were observed on the shaft of the bur indicating possible metal contact while in use. If the surgeon is drilling with the bur and applies pressure off axis this can cause fracture due to force applied. Contact with metal along with off axis cutting could have contributed to the bur breaking. The bur product label contains a symbol warning; "do not use excessive force." The instructions for use(IFU) of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory. ". The associated devices IFU's state that the device and associated handpieces are "are intended to cut bone and bone cement in the following manner: drilling, reaming, decorating, shaping, and smoothing." The quality investigation is complete.

Event description:
It was reported that during a hyoid myotomy and suspension surgical procedure, the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a hyoid myotomy and suspension surgical procedure, the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.